Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15416. The pt was implanted with two leads (from different lots) are part of her scs system. It was reported the pt was experiencing ineffective stimulation coverage on her right side. X-rays were taken and indicated one of the leads had migrated approx five vertebral bodies. Surgical intervention will be taken at a later date to address this issue.